Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# v006332, implanted: (B)(6) 2006-, explanted: (B)(6) 2018, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6)2006, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had their left side dbs system explanted due to lack of efficacy. The patient had independent bilateral systems. The impedances were checked before explant. The surgeon noted seeing kinks and/or partial breaks on the full-length explanted lead. They also explanted a partial lead wire and burr hole cover that were left from a previously revised lead. The issue was resolved at the time of the report. It was noted the system was not going to be replaced by more of the manufacturer's products. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, serial# unknown, product type: accessory; product ID: 3387s-40, lot# v006332, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: lead; product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: extension; product ID: 3387s-40, serial# unknown, product type: lead. Analysis of lead lot # v006332 found that the lead body outer insulation was breached and broken. Fdc- 22 applies to lead lot # v006332. Fdr codes for this lead are 180 and 452 analysis of the implantable neurostimulator (ins) serial # (B)(4) found no anomaly. -fdc-71. Fdr codes for the ins are 213 and 825 analysis of the extension serial # (B)(4) found that the extension body cut through and the product was segmented. Fdc -71 applies to extension serial # (B)(4). Fdr codes for this extension are 213 and 476. Analysis of another lead (unknown lot #) found that the lead body outer insulation was breached and broken and fdc -22 also applies to this lead. Fdr codes for this lead are 180 and 452 if information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.